Event description:
It was reported that during an angiographic procedure, there was a dissection of the right coronary artery. The dissection was repaired with multiple stents. Pt status is listed as "okay".